Manufacturer narrative:
Device#1 perclose proglide part #12673-03, lot # 68015-6h will be reported on medwatch MFR #2953144-2008-01556. Device #3 perclose proglide part #12673-03, lot #68015-6h will be reported under a separate medwatch MFR number. The device was rec'd. Investigation is not complete.

Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced. The device was successfully removed. A second and third device were used with the same results. Hemostasis was achieved using a fourth proglide device. There were no reported adverse pt effects though requested, no additional info was provided.